Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: first firing of idrive on stomach and blade advanced slightly then stopped. The doctor was concerned and retracted the blade and opened up the jaws. New reload was loaded and similar situation occurred. However this time he did not retract and allowed stapler to fire in small increments till it got half way along, then it fired without incidence. The status indicator light display: all white lights above and green light below. Two different reloads were used, lot number of 2nd reload same as first. Product will be returned for investigation. No reinforcement material used in conjunction with the stapling device. Unknown patient age, weight, gender. No unanticipated tissue loss as a result of this problem. No tissue damage as a result of this problem. No blood loss of 500cc or more. Last known patient status is ok.